Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to verify unresponsive buttons due to blank display. Device received with corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display due to exposed to moisture as well as keypad was unresponsive. The customer was assisted with troubleshooting and the display did not return. The customer¿s blood glucose level was 208 mg/dl at the time of the incident. Customer was advised to discontinue use of the pump and revert to backup plan the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.